Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 floppy guidewire. The outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The thumbwheel turned freely. The pull handle was locked and bent. The inner liner was kinked at 15cm from the tip. The tip showed some slight stent scratches. No damage was noticed on the proximal inner. The stent damage was confirmed due to a partial piece of the stent returned inside of the introducer sheath. The handle was opened to inspect for further damage. No damage was noticed and a failure mode could not be confirmed.. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 130cm .035 non-bsc guide wire was advanced into place and the lesion was pre-dilated with a two mustang balloon catheters. A 6 x 150 x 130 innova¿ was then advanced contralateral over the guide wire with resistance. Deployment was initiated via the thumbwheel and deployed with this function without issue. The pull grip was then used to complete the deployment of the stent; however resistance was felt and the stent failed to deploy with less than 2cm of the stent remaining. The physician attempted to pull back the delivery catheter to the guide catheter in order to fully deploy the stent but the stent elongated and became caught at the tip of the guide catheter. Subsequently, the proximal 2cm of the stent fractured. The distal part of the stent was deployed in the sfa after unsuccessful attempts at retrieval. A surgical incision was made on the right sfa and the remaining stent was retrieved. Blood flow was good and there was no additional treatment given to the lesion. There were no further patient complications.